Event description:
The patient stated that there appears to be moisture under the display of her infusion device. She stated that she does not notice any cracks in the device and it appears to be operating properly. The patient refused to return the infusion device for evaluation. No physiological effects were reported. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.